Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device and found dust in the blower and blue piece of plastic in bottom of blower box. The device's downloaded event log was reviewed by the manufacturer and found 1 error logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also observed dust contamination and foreign plastic piece present in the airpath. In the initial report allegation of visualization of black particles, nasal/throat irritation or soreness, coughing, particles inside lungs were not mentioned. In this report which has been updated. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058